Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the stimulation was in the wrong location. There were coupling/communication issues. The ins felt superficial. It was later reported that it seemed like the ins moves. His ins has flipped before. He was able to get 8 bars this morning but now he cannot get any. He was able to communicate with his pt programmer.